Event description:
The customer reported the sensor "spo2 measurements were inaccurate (o2 percentage variance > 3)." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the sensor. The sensor has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Due to the product lot being manufactured in 2012, the manufacturing date could not be obtained and therefore a full UDI could not be determined. Health effect impact code: no adverse event; no patient impact h3 other text : device not returned.